Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-03000 for a description of the other device. It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the gold probe device was inserted into the patient to treat a gastric bleed. However, the device failed to deliver electrical current and cauterize the tissue. No visible damage was noted to the device. The same issue occurred with a second gold probe device. The devices were used in conjunction with a valleylab generator; no active cord was used. The generator was exchanged for a second generator with no help. A third gold probe device was used with the first generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.